Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. No error codes were displayed when the heater-cooler system 3t was turned on. The unit was tested for four hours without issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4 ) received a report that the heater-cooler system 3t would not heat up on the patient side during a procedure. The patient and cardioplegia sides were switched in order to go on with the procedure. There was no report of patient injury.